Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported tmj issues has worsen with use of the aligners. Provided discomfort tips and recommended to see dentist if jaw issue stays the same or worsens.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.